Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with severe triple vessel disease was implanted with an impella cp device for mechanical circulatory support. The patient was noted as surgical turn down by the physician. Overnight, the patient started to decompensate. The patient's bleeding had subsided somewhat, but was still bleeding. Heparin was later added to the purge. It was reported the patient was bridged to therapy and survived the procedure.